Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s PMA/510k: k011375. Manufacturing site evaluation: samples received: we have received an open sample (unused) with the needle detached from the thread (thread is still wound on the pack). Analysis and results: there are no previous complaints of this code batch; there are no units in our stock. The thread does not have the mark of the needle attachment process. The needle was not attached strongly enough and for this reason when trying to the extract the suture from the pack it detached. Review of the batch manufacturing record showed this code-batch had an incidence but not related with this case, nevertheless the product was released fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with the suture at a veterinary clinic. The needle was not attached to the suture which was noted at the time the packet was opened. Additional information is not available.

Manufacturer narrative:
Follow-up #1 was created and submitted in error - please disregard. All relevant information had been reported in the initial 30-day.

Manufacturer narrative:
Samples received: no samples, but picture. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Received a picture showing a cassette where the thread is broken inside and it is not useful. Thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: taking into account that the picture received of the cassette does not fulfill the OEM specifications, it is concluded that the complaint is confirmed.